Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker was exhibiting post paced t-wave oversensing that was causing inappropriate mode switches. No changes or intervention was reported. The patient condition is unknown.